Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer's blood glucose level was 300 mg/dl which was addressed with manual injection. Customer reported that the alarm could not be cleared. Customer reverted to manual injections for insulin therapy.